Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent aortic bypass on (B)(6) 2018 and suture was used. During the procedure the suture frayed and broke. An alternative suture was used to complete the procedure. There were no patient consequences reported.